Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer received a low insulin alert and the insulin gauge displayed close to 0 units of insulin; however, the customer was able to remove 160 units of insulin from the cartridge. Customer reported a blood glucose level of 333 (mg/dl) that was addressed with a correction bolus. Tandem technical support educated the customer on insulin gauge calculations. Customer reported that they had already loaded a new cartridge on to the pump and received an accurate fill estimate.